Manufacturer narrative:
The returned device was evaluated. The investigation confirmed the device had terminated in a hazard alarm, however, extended portion of the soft cannula torn and shortened. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 your new omnipod insulin management system chapter 1 / page 8: alerts and alarms: for your safety, the omnipod system provides a range of alerts and alarms to tell you that your attention is needed, or to warn you of hazardous situations. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 284 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. The device emitted an occlusion alarm, and upon removal, found cannula bent. Note: an alarm is a safety feature and not a malfunction which indicates there is something wrong with the pod, it has stopped pumping insulin, and the user needs to take action. However, the device has since been received, investigated, and a damaged (torn) cannula has been identified.